Event description:
It was reported that upon interrogation of the pulse generator, a portion of a stored event was found to be missing. A telemetry anomaly was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.